Manufacturer narrative:
Registration number 3009092818 and exemption number e2016011. This report is submitted by cochlear limited on behalf of cochlear americas, this report is filed on august 10, 2016. H3 other text : battery not returned to manufacturer.

Event description:
It was reported that, the rechargeable battery malfunctioned and the canister reportedly burst (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The rechargeable battery has not been returned to the manufacturer as of the date of this report.